Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Attempts were made to obtain the device's model and lot number, however, these attempts were unsuccessful. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that the patient experienced vasospasm in the cervical region that was treated with nitroglycerin. The thrombectomy device was the carefully deployed from the proximal m2 inferior division and across the m1 segment into the proximal supraclinoid internal carotid artery. Angiogram revealed immediate restoration of partial flow to the middle cerebral artery (mca) territory. The device was subsequently retrieved. After this maneuver, it was identifying that cervical device related spasm had occurred. The vasospasms were treated with nitroglycerin. A second pass was then conducted and the thrombolysis in cerebral infarction (tici) increased to 2b from the initial tici of 0. The procedure was completed with no further complications. The patient was noticed to have minimal plaque in the right ica without significant stenosis. There was significant tortuosity was seen at the skull base and severe mid cervical tortuosity of the left ica without evidence of significant atherosclerotic disease. The patient was discharged a few days later to home/self-care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.